Event description:
Related manufacturer reference number: 2017865-2022-09522, related manufacturer reference number: 2017865-2022-09628, related manufacturer reference number: 2017865-2022-09629. It was reported that three right atrial (ra) leads exhibited low pacing impedance, and a fourth ra lead was dislodged. The four ra leads were explanted and replaced by one ra lead. The patient was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance, insulation damage, loss of sensing and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported evens of low pacing lead impedance, insulation damage and loss of sensing was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torque of the inner coil.

Manufacturer narrative:
Correction: b1-"adverse event" should not be selected, b2-"required intervention to prevent permanent impairment/damage (devices)" should not be selected, b5 updated, d6a should have been blank, d6b should have been blank, h1 should have been "malfunction", h6 updated.

Event description:
Related manufacturer reference number: 2017865-2022-09522. Related manufacturer reference number: 2017865-2022-09628. Related manufacturer reference number: 2017865-2022-09629. It was reported that, upon x-ray and fluoroscopy, it was observed that the right atrial (ra) lead was dislodged. Upon attempted revision of the ra lead, three new ra leads were attempted to be implanted in succession, but all three exhibited insulation damage and a failure to sense. It was also observed that two of the three new ra leads exhibited a failure to extend their helix. All three new ra leads were not used. A fourth and final ra lead was implanted successfully. The patient was stable.